Event description:
.

Manufacturer narrative:
Sorin group (B)(4) received a medwatch report, (B)(4), stating that the cell saver machine malfunctioned. Sorin group (B)(4) manufactures the electa autotransfusion machine. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Risk management was contacted and stated that there was no patient issues. The electa has been returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be sent when the investigation is complete.